Event description:
The reporter stated that the surgeon was inserting an aa4204vl single piece silicone lens into pt's eye and the trailing haptic tore as lens was pushed through the injector. There was no pt injury. A backup aa4204vl lens was inserted. The reporter stated that the lens tear due to the sharp mouth on the injector.